Event description:
The physician attempted to use the reprocessed crd2 catheter but was unable to position the diagnostic catheter because of an extra curve, probably resulting from reprocessing. A second reprocessed device was attempted but was also found to have the unusual curve. Ultimately, the physician opted to use a new octopolar catheter.